Manufacturer narrative:
Cts advised that the customer check and verify hardware components and do cc probe cleaning procedure. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and no leaks were observed. The fse replaced the hamilton valve. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc., (bci), reporting that the cartridge chemistries (cc) on unicel dxc 800 pro synchron clinical system suppressed results. A customer technical support (cts) had the customer to check several cc components and while checking hardware the customer noticed a leak at the reagent probe b. No injury was reported on this issue.